Event description:
Acct. Reports that they had one incident of septum inversion when using the bd twin pak. Acct. States not knowing if the nurse used the metal end of the twin pak or the plastic cannula. States there was "blood all over", but no pt. Injury occurred. They changed the IV set which is a nursing intervention. Extensive inservicing regarding use of the bd twin pak has since occurred.